Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right atrial (ra) lead exhibited noise. It was noted with x-ray observation that the patient experienced twiddler¿s syndrome which had both ra and right ventricular leads coiled around one another in the pocket. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.